Event description:
Bilateral MRI indicated rupture, right side.

Manufacturer narrative:
The device was returned with a shell failure and moderate yellowing of the gel. Some bubbles were observed in the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage.